Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on june 12, 2019. The customer's blood glucose level was over 600 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer did not mention any treatments and symptoms related to high blood glucose event. Customer was unable to complete carelink upload. The device will not be returned for analysis.